Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins became warm/hot three times in the past two weeks. The last time this issue occurred was on (B)(6) 2024 and it was noted that the patient couldn't specify when the other two instances occurred. According to the patient, there were no external factors that could be related to the ins heating. Impedances were good. The ins pocket felt normal to the physician. No actions were taken to resolve the issue; the representative asked the patient to keep track of the issue, and to keep a diary of these events if the issue occurred again. The issue was not resolved. Additional information received from a manufacturer representative. It was reported that the cause of the ins heating issue was not determined. The patient was going to let the pain clinic know if the issue reoccurred; they agreed on documenting the events and letting the representative and clinic know about the issue. If they didn't hear from the patient again, it would be assumed that the issue did not occur again. The ins heating issue was not related to anything in particular. No further actions were planned to resolve the issue.